Event description:
On (B)(6) 2014, the physician reported that the generator was replaced as it ¿ran out of power¿. It is unknown at this time why the physician believes the generator ¿ran out of power¿. The patient¿s generator had been replaced on (B)(6) 2014 and the generator was returned for product analysis. An eos status was not duplicated in the product analysis lab. The battery voltage was 2.916 volts (not at ifi). There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
.